Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle was found to be exposed. Inspection of the needle mechanism found the formed needle to be improperly seated in the slide retract, causing damage to the needle and the slide retract. Due to the formed needle being exposed, the reported event could not be confirmed. The exposed portion of the soft cannula was found to have a tear and cause a leakage. However, it could not be determined when the tear occurred or if it contributed to the reported event. It is unknown if the damage observed to the device would result in the cannula not deploying into the skin, therefore the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. The pod was worn for more than 48 hours before this was realized.